Manufacturer narrative:
If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "disposable product was opened and used during surgery. Expiration date was not checked. Expiration date was (B)(6) 2010".